Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance trend for the atrial lead shows fluctuating impedance between 500 ohms and 1100 ohms. The capture threshold has also been fluctuating and the p waves are measuring low. The atrial lead remains implanted. No patient complications have been reported as a result of this event.